Event description:
Guide tubes broke in patient with very unusual anatomy causing postponement of treatment. A customer reported that both the 30 degree and 15 degree guide tubes broke inside a pt during preparation for treatment. Customer stated "patient had very unusual anatomy; the cervix was perpendicular to the floor of the vagina. The tandem likely broke when the patient's legs were brought down out of the stirrups." The customer noticed at time of CT the 30 degree applicator was broken; they removed and inserted the 15 degree guide tube which also broke. At this point the treatment was postponed. The patient has subsequently received the planned amount of dose delivered via brachytherapy. Course of brachytherapy has been completed with a different applicator.